Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient informed the clinic about a defective kinking protection/insulation on both power plugs of the primary system controller. A replacement of the system controller took place on (B)(6) 2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damaged power cables on the heartmate 3 system controller was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was visually inspected and tape was observed near the connector of both power cables. The tape was removed and superficial damage to both power cables was revealed. The controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The damage to the power cables did result in any atypical alarms or issues. The downloaded log files were reviewed and captured the system operating as intended. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.